Event description:
It was reported that the percutaneous insertion handle and the recon locking aiming arm for lateral entry femoral nails did not function as expected during a surgical procedure. While inserting the locking screws into a lateral entry femoral nail, the targeting guide was hitting the nail and the screws would not advance without additional intervention which caused a surgical delay. The surgical technique was modified after repeated attempts to use the aiming arm in the prescribed manner. There was a 10 minute delay in surgery. There was no harm to the patient and the surgery was completed successfully. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the complaint condition for the 03.010.046 lot number 1801721 percutaneous insertion handle and the 03.010.048 lot number 5793743 recon locking aiming arm was likely caused by a soft tissue obstruction or insufficient tightening of the aiming devices; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 03.010.048 recon locking aiming arm and 03.010.046 percutaneous insertion handle are instruments routinely used in the titanium cannulated lateral entry femoral recon nail system. The devices were returned and reported to have contributed to the locking screws colliding with the nail. This condition is unconfirmed; when tested with a 04.003.245 lot number 7533617 titanium cannulated lateral entry femoral recon nail, a 03.010.146 lot number u197773 cannulated connecting screw, a 03.010.063 lot number 1639501 12.0mm/8.0mm protection sleeve, and a 03.010.065 lot number 1639319 8.0mm/4.2mm drill sleeve the devices align properly with each of the nail¿s locking holes. It is likely that soft tissue obstructed the path of the locking screws or that the aiming devices were not fastened together entirely leading to this complaint condition. The 03.010.048 aiming arm was manufactured in june 2008 and is over seven years old. The aiming arm is in very good condition. The 03.010.046 insertion handle was manufactured in january 2008 and is over seven years old. The insertion handle is in fairly good condition despite some hammer marks along the underside of the device. The relevant drawing numbers were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are (B)(6). Patient age was not provided by reporter. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.